Event description:
It was reported that the oxygen knob was stripped and turned all the way around. No patient injury was reported.

Event description:
Additional information was received which included the event date and that the issue was found upon inspection. No patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with all 4 small knobs cracked, damaged front panel and damaged input/output label. The customer stated problem was duplicated. Replaced small knobs and front panel. Checked the patient outlet connector and replaced the input/output label. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. Corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.